Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This medwatch 0001825034-2014-02401 is a duplicate of medwatch 0001825034-2013-04920. Medwatch 0001825034-2014-02401 is considered closed.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to elevated metal ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02400 / 2401).